Event description:
It was reported that this right ventricular (rv) lead exhibited elevated thresholds during routine follow up. Therefore, a lead revision was scheduled. During the procedure, the lead presented helix issues; it would no retract back into the lead body. The lead was capped and surgically abandoned. A new right ventricular (rv) lead was implanted. No additional adverse patient effects were reported.